Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was returned for evaluation. Upon visual inspection, there were no kinks noted. There was no biomaterial found on the pump. The pump passed electrical testing. When tested in the lab, the pump stop was unable to be reproduced at p-9. However, data logs were reviewed finding a high motor current spike immediately prior to the high motor current pump stop, which is indictive of biomaterial ingestion. The root cause of the pump stop was most likely biomaterial because the pump restarted on its own most likely as the clot passed through the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 70-year-old female was implanted with an impella device for mechanical circulatory support. The complainant reported that the pump was placed for support during angioplasty (ppci) and two hours into the case the impella stopped after an injection of ic nitro. The impella stopped due to high motor current and restarted on its own. The procedure was successful, and the patient is stable.